Manufacturer narrative:
Product complaint # (B)(4). If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable

Event description:
It was reported by our affiliate that the physician reported that product (B)(4) has been broken during surgery.

Manufacturer narrative:
It was reported in the previous report that the failure could be attributed to user technique issues. However, further investigation determined that a definitive root cause could not be discerned. The updated investigation summary is as follows: the complaint device was received and evaluated. The complaint can be confirmed. The original packaging was received with the screw broken into 4 pieces. Visual observation confirms the distal tip of the screw is completely broken. Notching and/or tapping are necessary when inserting the interference screw with bone-tendon grafts. The failure could be attributed to the user not properly notching and/or tapping. However, we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: the exp date was reported as unknown in the initial report and has been updated as 3/31/2020; therefore, UDI: (B)(4). Investigation summary: the complaint devices were received and evaluated. The original packaging was received with the screw broken into 4 pieces. Visual observation confirms the distal tip of the screw is broken. Notching and/or tapping are necessary when inserting the interference screw with bone-tendon grafts. The failure could be attributed to user technique issue. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from affiliate on 12/20/2018 reporting that only 1 of the devices was involved with this complaint, and the other 1 device that was returned was involved in a separate procedure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: product investigation summary: evaluation statement: there were two (2) separate complaints reported to us which involved two (2) separated procedures with one (1) milagro advance screw involved in each. Both complaint devices were returned together. However, we cannot discern which part-lot device combination pertains to which procedure. Therefore, both complaint device evaluations will be documented for the devices received. Evaluation for lot l374383: the original packaging was received with the screw broken into four (4) pieces. Visual observation confirms the distal tip of the screw is completely broken. Evaluation for lot l630395: the original packaging was received with the screw broken into four (4) pieces. Visual observation confirms the distal tip of the screw is completely broken. Since both devices were found to be broken, the complaint can be confirmed. Notching and/or tapping are necessary when inserting the interference screw with bone-tendon grafts. The failure could be attributed to the user not properly notching and/or tapping. However, we cannot discern a definitive root cause for the reported failure. Device history record (DHR) reviews for both lots of product have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaints. Our results indicate that these batches of product were processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D4 lot/h4 device manufacture date: l374383 (expiration date 03/31/2020, manufacture date 04/20/2020) or l630395 (expiration and manufacture date unknown) UDI: (B)(4). The expiration date is not currently available. Additional procedure captured in medwatch: 1221934-2018-50275.

Manufacturer narrative:
It was reported in the previous report that the failure could be attributed to user technique issues. However, further investigation determined that a definitive root cause could not be discerned. The updated investigation summary is as follows: the complaint device was received and evaluated. The complaint can be confirmed. The original packaging was received with the screw broken into 4 pieces. Visual observation confirms the distal tip of the screw is completely broken. Notching and/or tapping are necessary when inserting the interference screw with bone-tendon grafts. The failure could be attributed to the user not properly notching and/or tapping. However, we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.